Event description:
Rayner intraocular lenses ltd. Received notification from a healthcare facility of an event that occurred following implantation of a m-flex 630f intraocular lens (iol). The patient was required to undergo yag capsulotomy for an unspecified reason six months after iol implantation surgery.

Manufacturer narrative:
Rayner intraocular lenses ltd. Has allocated the reference (B)(4) to this case. Information obtained from the healthcare professional states that routine pre-op evaluation and biometry using topcon manual keratometer and sonomed barometer were carried out. The surgeon used a clear corneal incision of 2.75mm which was placed at the steeper meridian. No complications during the initial implant procedure have been reported. Post-operative assessment was performed on day one, week one, one month and six months thereon. The surgeon determined that yag capsulotomy was required six months post-operatively. The reason for yag has not been specified. Rayner is liaising with the healthcare facility to determine why yag was performed. The healthcare facility reports that 2 weeks post yag capsulotomy the patient developed an epithelial defect. The epithelial defect led to corneal nebula "touching the visual axis". The patient is reported to be "comfortable with both eyes open".